Event description:
According to the reporter, during a lung lobectomy procedure, the device was unable to fire and the handle could not be squeezed. Patient outcome is unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, difficult to unload because device was locked .the physician did not have another product, so he continued with an open surgery (the laparoscopic surgery could not be done because physician did not have material to do it). There was an injury. The incision extended due to the product problem. Physician complete the case with an open surgery, so they use manual sutures. Patient recovers well.